Manufacturer narrative:
The field technician stated the bed was now located at the community hospital of (B)(6), a sister facility to the account. The bed was shipped to (B)(6) following the event. The field technician inspected the bed again and found that the bed exit would arm, but when weight was removed from the bed, the bed exit light on the siderail came on but the audible alarm would not alarm and a nurse call was not sent. The technician isolated the issue to the bed exit tape strips on the sleep deck, which were replaced to repair the bed. The careassist bed and careassist es bed user manual states: siderails are intended to be a reminder to the pt of the unit's edges, no a pt-restraining device. When appropriate, hill-rom recommends that medical personnel determine the proper methods necessary to ensure a pt remains safely in bed. Siderails may serve several beneficial uses including providing an edge reminder, bed egress assist, and access to caregiver interface and pt controls. The use of siderails also may provide a sense of security. Siderails should always be in the upright and latched position when the careassist bed is in the chair position. The use of siderails in the bed position should be determined according to pt need after assessing any risk factors according to the facility protocols for safe positioning.

Event description:
Information received indicates a hill-rom field technician was asked on (B)(6) 2011 to inspect a bed to see if the be bed exit would alarm. The technician located the bed in the accounts warehouse and inspected the bed exit system using (B)(6) weights. He found no problem with the bed exit operation. He noted that the bed did not have the communication cable connected. The accounts nurse manager notified the technician that there was a fall involving a terminally ill cancer pt. The nurse manager stated that a nurse alleged that the bed exit was armed with both foot siderails down, the bed exit lights were on and the pt was on the floor with a cut to their head. On (B)(6) 2011, the hill-rom field technician was notified by the accounts maintenance that the pt was transferred to a local hospital where the pt later died from blunt force trauma.